Event description:
A customer reported experiencing a malfunction with their pump in the past but could not provide specific details or dates of the occurrence. There was no adverse impact to the customer's blood glucose level noted in the report. The customer was advised to update the pump software and to contact support again if another malfunction occurs, but they did not request any further assistance from customer technical support at this time.